Event description:
The customer received a blood glucose reading of 90mg/dl on the contour meter, re-tested on a different meter and the reading was 210mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product is not expected to be returned at this time.